Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular (rv) lead was found to over-sensing of noise, leading to a noise reversion. Corrective programming changes were planned but not yet performed. The patient was in unknown condition.